Event description:
It was reported that a user experienced elevated blood glucose while using the ilet, with concurrent meter and sensor values around 214¿240 mg/dl following a recent meal and a brief period when the ilet was charging and not connected. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a likely contribution from recent carbohydrate intake and temporary disconnection during device charging, with no confirmed device malfunction. No clinical symptoms associated with hyperglycemia reported. Outcomes included user-directed troubleshooting, calibration of the cgm sensor, and replacement of infusion and related supplies, with no need for medical intervention. It was concluded that the event was consistent with hyperglycemia of unclear cause with contributory use conditions, and the device continued in use after supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.